Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the up and down arrows on the insulin pump were not responding. Customer replaced the insulin pump's batteries, and the keys were still unresponsive. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.